Event description:
Boston scientific crm received information in (B)(6) 2007 that this device was part of a legal action and the (B)(6) female patient passed away. Eight months later, we received information that a representative for the patient had retained an attorney and submitted paperwork as part of the litigation process. A representative for this patient asserted the device malfunctioned and failed to maintain an appropriate heart rate, which caused the patient death. Eight months later, a death certificate was provided to our company which revealed that the cause of death was attributed to cardio-respiratory arrest, congestive heart failure and coronary artery disease. This device is not included in an any advisory population. As of this report, the device had not been returned for analysis. As the patient was cremated, it is believed the device was explanted. There was no additional information related to this event available to the company at that time. If additional information becomes available, the event will be updated as necessary.

Manufacturer narrative:
Subsequently, boston scientific received information in (B)(6) 2011 that this device was received at boston scientific's return products department. The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Review of the device found no hardware resets. The device functioned within electrical specification during analysis. There were no indications in memory that the device failed to deliver therapy as programmed. The device was put through and passed pacing and sensitivity testing. It was concluded that this device performed normally throughout laboratory testing.